Event description:
Per affiliate: the customer was hospitalized with low bg. The customer was not able to indicate bgs level or activity. In addition, it was reported that the hospital disconnected the pump and the customer treated with mixed insulin twice a day. The customer removed the batteries from pump.